Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 alerts and alarms 10 / page 127 hazard alarms occur either when the pod is in a very serious condition or something is wrong with the pdm. Hazard alarms are continuous tones and each has an on-screen message. Follow the instructions in the message to fix the alarm situation.

Event description:
The patient reported her pdm (personal diabetes manager) had an error code noted on the screen. She went to the hospital as she works close by and the healthcare provider tried 4 times but was not able to reset the pdm. The doctor treated her with a manual injection of insulin (exact amount was not provided). No further treatment was provided. The pdm will be replaced and in the meantime, the customer will go back on manual injection of insulin.